Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture and loss of sensing. There were issues with the helix during the revision. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.